Manufacturer narrative:
Suspect medical devices part of the report references the main component of the system. Other relevant device(s) are: yrirx1485, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that, approximately twelve years and eleven months post index procedure, the aneurx stent graft had a type iii endoleak, fabric. An angiogram revealed filling of the abdominal aneurysm sac but no type I endoleak was observed. It could not be determined whether the endoleak was originating from the right limb or left limb of the aneurx system. The physician elected to reline both limbs with endurant limbs. Both limbs were ballooned with another manufacturer's balloon. A final angiogram revealed that the endoleak had resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.